Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing was kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using unspecified bd extension tubing the tubing was kinked. There was no report of patient impact. The following information was provided by the initial reporter: she typically does not use the pinch clamp on the IV set because she finds it causes the tubing to kink resulting in occlusion alarms. The nurse typically does not use the roller clamp but since these events have happened she has started using the roller clamp.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd extension tubing the tubing was kinked. There was no report of patient impact. The following information was provided by the initial reporter: she typically does not use the pinch clamp on the IV set because she finds it causes the tubing to kink resulting in occlusion alarms. The nurse typically does not use the roller clamp but since these events have happened she has started using the roller clamp.